Manufacturer narrative:
Date of event: (B)(6) 2019, date of report: 13may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported blank display. Screen blanked out while on patient. The device was not in use at the time of the reported event; therefore, there was no patient involvement.

Manufacturer narrative:
Date of report: 11jun2019. Date rec'd by MFR: 17may2019. The manufacturer¿s field service engineer (fse) confirmed the reported issue. No error messages other than the system was shutdown. Ran complete (preventative maintenance) pm of the unit at the customer's request. System would not pass the last part of the pm where it is to run on battery for 20 minutes (stopped after 10 minutes though the battery was still charged enough). The manufacturer¿s field service engineer (fse) replaced the defective power management board and power supply board to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.